Manufacturer narrative:
Elevated complaint investigation will be initiated. Lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported 13 false positive rsv results on the alinity m resp-4-plex assay. The false positive results were not reported outside of the laboratory. Negative results were reported. There has been no report of impact to patient management. This incident is being reported to FDA because the incident occurred in spain using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: the customer data review for the thirteen (13) reported false positive samples for the rsv target of the resp-4-plex assay was performed. The validity of the runs containing the discrepant results were verified. The assay met specification and no error codes or flags were displayed for the run controls. The amplification curves showed normal but late amplification due to high cycle number of the target. False positive samples in the complaint were below the assay limit of detection (lod) for the rsv target of resp-4-plex assay and therefore, results may not be reproducible. The thirteen (13) discrepant results were re-tested using another unknown platform and detected negative. Different platforms have different limit of detection for the assay and therefore, the results may not be reproducible on alternate platforms. Environmental testing results revealed contamination issue which could possibly lead to false positive results. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 527142 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. Review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 527142 did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. Corrective action preventative action (CAPA) / non-conformance (nc) review: a CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 527142 (including the components) was performed to identify any records that were potentially related to the reported discrepant result complaint. The search did not identify any existing internal issues or nonconformances related to the lots in question. Complaint history review: a lot specific complaint history review was performed to identify any related complaints to the ticket under investigation, which reported discrepant rsv results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 527142. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 527142 was not identified.